Event description:
It was reported the patient¿s right ventricular lead was oversensing noise. The noise did not cause any pacing inhibition. It was decided to monitor the patient and to make no programming changes. There were no patient symptoms.